Event description:
Hcp is reporting to nca/bfarm: "on (B)(6) 2023: implantation of knee-tep: bicondylar surface replacement prosthesis: cemented left (5-822.g1). Implantation of an endoprosthesis at the knee joint: patellar replacement: patellar back surface, cemented left (5-822.81). After knee-tep implantation initially symptom-free interval of 4 months. Cracking noise with forced flexion during physiotherapy. In the course progressing feeling of instability in the area of the left knee and intermittent pain. Radiologically no abnormality is evident, optimal knee-tep in flexion and extension as well as optimal integration of the implanted implants. On (B)(6) 2023: during the revision surgery a dislocation of the inlay is detected. The inlay is lifted out of the guide raised in ventral direction. This results in a corresponding ventral dislocation of the inlay. Change of inlay takes place."

Manufacturer narrative:
Product complaint#: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed, as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.